Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer is no longer on insulin pump therapy, due to the insulin pump causing him lows blood glucose levels. The customer was hospitalized due to low blood glucose levels. Customer declined troubleshooting. No additional information was provided.